Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue occurred approximately 3 years ago in the evening, exact date/time not provided. The patient reportedly tested on the subject meter and obtained a reading of ¿15mmol/l¿ which the patient believed to higher than usual. It is not known what the patient¿s normal blood glucose range is. The patient manages his diabetes with an unknown type of insulin, self-adjuster, and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that immediately after testing, he developed symptoms of ¿feeling sleepy and his jaws were shaking.¿ another unknown device was used to test his blood glucose several minutes after the first test and a reading of ¿2.0mmol/l¿ was obtained. The patient self-treated with a teaspoon of sugar immediately following the symptoms and felt better straight away. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia that required self-treatment after the alleged meter issue began.